Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure they had difficulty removing the device from the patient. One-hour post op the patient developed an anastomotic leak and had to return for surgery 72 hours later for a permanent ostomy. The donuts were fine. They also do a leak test on the stump. The surgeon felt like there was a suction or vacuuming effect of the device when removing. It took approximately 2 to 3 minutes to remove the device. No other information is available. Device fired. Four 180 counterclockwise rotations. 90 left. 90 right and not swaying off. Fishtail out and felt like it was stuck.